Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The physician used a 7mm spiderfx distal to anastomosis of bypass graft. The stenosis was at the bifurcation of the native sfa/ profunda. Post successful pta of lesion debris was present within the spiderfx basket. Once pta was complete and perfusion restored, the physician attempted to retrieve basket with retrieval end of the spider. The physician was unsuccessful in getting the filter basket into spider catheter. The physician tried quickcross to retrieve it and was able to pull it to the right side and then upsized the sheath; however, when he attempted to pull the spider into the sheath it broke off. The physician was uncertain how spider basket broke off. The physician then pinned the spider basket up against the arterial wall with a diagnostic catheter and then at this point he sent the patient to surgery where it was successfully removed.